Event description:
Boston scientific, crm received info that this right ventricular (rv) pacing lead was explanted due to dislodgement. A new rv lead was implanted. No adverse pt effects were reported.